Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm how many devices experienced the quality of suture breakage during this procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 2360 g /m. Related to: 2210968-2022-01226.

Event description:
It was reported that a patient underwent a ob-gyn on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke during continuous suturing. With the same needle-suture, suture breakage occurred twice. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm how many devices experienced the quality of suture breakage during this procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 2360 g /m. Related to: 2210968-2022-01226.

Event description:
It was reported that a patient underwent a ob-gyn on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke during continuous suturing. With the same needle-suture, suture breakage occurred twice. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.